Manufacturer narrative:
A review of the device history record for this device did not reveal any discrepancies relevant to this reported event.

Event description:
Major ischemic stroke reported. Patient experienced respiratory failure followed by an episode prolonged hypotension. He then had diminished neurological function. CT scan showed cva, possibly embolic due to cardiomyopathy and af. Patient recovered with sequelae. Please reference MDR 2183870-2009-00189 for the protege rx used in this procedure.